Manufacturer narrative:
Follow-up #1: date of submission 05/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2014 with the following findings: no defect was found. Pump powers with returned battery cap. Battery cap is able to fully tighten. A power loss was not observed. Battery compartment intact. Current draws within specifications. Removed pump case. No evidence of moisture or loose components inside pump. Multiple low battery warnings prior to one replace battery alarm associated with the same battery observed in the black box no evidence of excessive battery usage /short battery life observed in black box.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.